Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced collar wash vacuum valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
When the customer was doing maintenance, the customer noticed fluid leaked from the wash collar of the reagent probe a on their unicel dxc 600 pro synchron clinical chemistry system. The customer resolved the initial leak. However, at the later time, the customer stated leak recurred. An unknown leaked fluid was about 10 milliliters and contained to the instrument on both incidents. The operator wore a lab coat, gloves and eye protection while troubleshooting. No personnel contact with the material. No patient samples were run since the leak. No erroneous results were generated or reported out of the laboratory.